Event description:
Customer alleges the metal connections which attach the head spring to the foot spring section keeps breaking. No injury alleged.

Manufacturer narrative:
RMA (B)(4) has been initiated for this issue. Model vc5310, serial number/date code (B)(4) is approximately 1 year months old. The owner's manual part number 1134867 rev c (aug-07) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner¿s manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.